Event description:
It was reported that after a da vinci-assisted surgical procedure, the maryland bipolar forceps had the appearance of a frayed cable in the sterilization center after it was washed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made a follow-up attempt to obtain additional information. However, no further details could be provided and obtained the following: the customer reported that they could not provide more information.

Manufacturer narrative:
Based on the customer complaint of frayed cables, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have damage to the conductor wire¿s insulation. The insulation does not exhibit thermal damage. The insulation material is lifted; however, no pieces were missing. The conductor wire is slightly exposed; however, no wires are physically damaged. An electrical continuity test was performed, and the instrument passed. The complaint regarding a frayed cable was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. A further review of the site's system logs for the reported procedure date was conducted by the rpms analyst. The investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. The root cause of damaged conductor wire insulation is attributed to component susceptibility to damage during use or reprocessing. Damage can result from mechanical impact, such as accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Refer to the annex d code for updated information.